Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced needle hole in bladder (organ perforation), fatigue, frequency, urgency, incontinence, depression/tearful, stress/urge urinary incontinence, grade two to three rectocele (prolapse), blood loss, leakage, leans over to complete urination, nocturia, feels doesn't empty bladder completely, stands to void, blood in urine, voiding dysfunction, enuresis, incomplete bladder emptying (urinary retention), pelvic floor relaxation, difficulty voiding, urinary tract infections, burning with urination, nodular apical area, non-surgical and additional surgical interventions.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.